Event description:
It was reported that this pacemaker went into safety mode. A device replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.